Event description:
It was reported that the vertical lift column on the 8800 system would not work. Also the system would not boot up or fluoro. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The ps3 power supply and power switch were replaced during the service call. The system was tested and found to be working as intended and put back into service.